Manufacturer narrative:
Section b5 was updated with additional information. On 12nov2023, the customer provided additional information. The customer stated the syphilis tp confirmatory (riba) results for both patients were negative. The syphilis tp confirmatory results are consistent with the alinity I syphilis tp results. The customer is no longer questioning the alinity I syphilis tp results. Based upon this new information, this complaint is no longer a reportable event and no additional information will be submitted.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for two patients. The patients tested positive with other platforms. The following data was provided: patient 1: 55-year-old male diagnosed with acquired immunodeficiency syndrome alinity I syphilis tp initial result = 0.91 s/co (nonreactive); repeat result = 0.91 s/co (nonreactive). Trust platform result (1:2 titer) = positive. Autobio platform result = 7.5 s/co (positive). Tppa result ((B)(6) 2023) = positive. Patient 2: 80-year-old male diagnosed with cor pulmonale . Alinity I syphilis tp initial result = 0.61 s/co (nonreactive). Trust platform result = negative. Autobio platform result = 5.021 s/co (positive). Tppa result = positive. Result from another hospital (unknown platform) = positive. No impact to patient management was reported. Update: on 12nov2023, the customer provided additional information. The customer stated the syphilis tp confirmatory (riba) results for both patients were negative. The syphilis tp confirmatory results are consistent with the alinity I syphilis tp results. The customer is no longer questioning the alinity I syphilis tp results. Based upon this new information, this complaint is no longer a reportable event and no additional information will be submitted.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. Section a2 - age at time of event: patient 1 is 55 years old; patient 2 is 80 years old. Section a3 - gender: patient 1 and 2 are both male. This report is being filed on an international product, alinity I syphilis tp, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results for two patients. The patients tested positive with other platforms. The following data was provided: patient 1: 55-year-old male diagnosed with acquired immunodeficiency syndrome. Alinity I syphilis tp initial result = 0.91 s/co (nonreactive); repeat result = 0.91 s/co(nonreactive). Trust platform result (1:2 titer) = positive. Autobio platform result = 7.5 s/co (positive). Tppa result ((B)(6) 2023) = positive. Patient 2: 80-year-old male diagnosed with cor pulmonale. Alinity I syphilis tp initial result = 0.61 s/co (nonreactive). Trust platform result = negative. Autobio platform result = 5.021 s/co (positive). Tppa result = positive. Result from another hospital (unknown platform) = positive. No impact to patient management was reported.